Event description:
It was reported the powered wheelchair joystick allegedly caused the user to run her wheelchair into a wall. No injuries were sustained by the user; however, some property damage was reported.